Manufacturer narrative:
(B)(4).

Event description:
It was reported that pulse generator exhibited noise episodes every hour. The device was reprogrammed and the patient would be monitored. No additional information was available at this time.